Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm and replace battery now alarm reoccurred second time without a low battery warning. Customer also stated that hey performed self test and insulin pump work so far. The customer was advised that the insulin pump needed to be replaced and also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. (B)(4).